Manufacturer narrative:
Additional information was received on (B)(6) 21, it was reported that the insulin gauge was inaccurate across multiple cartridges. Customer's blood glucose level was 209 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when control iq software stops insulin, customer could still see insulin dripping out of the tubing. In addition, it was reported that the insulin gauge was inaccurate and would remain static. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.